Event description:
It was reported while using bd vacutainer® serum blood collection tubes that one (1) tube cracked during centrifugation at 3000 rpm for 5 minutes. The sample contaminated the centrifuged and required recollection. There was no further health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for broken/leaking tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination damages and the issue of was not observed. Ten retention samples were subjected to a brittleness visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken/leaking tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.